Manufacturer narrative:
The device was received for evaluation. During evaluation, the device ok key did not respond to input correctly, device would auto input once the ok key was pushed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had ok key did not respond to input correctly, found device would auto input once the ok key was pushed. No additional information is available.